Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with nighttime lows and a daytime hyperglycemic episode while using the ilet with a teflon 23" infusion set during travel and irregular meals; a post-lunch rise occurred after pizza despite a usual meal announcement, and the user observed significant insulin delivery over several hours with no visible leaks or site issues upon inspection. Symptoms included shakiness and jitteriness consistent with hypoglycemia, with a lowest reported glucose of 59 mg/dl and a highest of approximately 325 mg/dl. Outcomes included transient hypoglycemia of about 20 minutes treated with oral carbohydrates and hyperglycemia of about 4 hours treated with a correction dose, without professional intervention or hospitalization. Investigation included guided checks of the pump, tubing, and infusion site, review of device alerts for low and prolonged high glucose, and user-reported glucose trend monitoring. Investigation of this case revealed no evidence of infusion set leakage or device malfunction and suggested that variable dietary intake and disrupted routine during travel were likely contributors to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-specific and situational factors rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.